Event description:
While replacing the associated lead due to noise and multiple inappropriate shocks, this device was explanted and replaced due to eri. The hospital has retained this device and no additional info is available. Should additional info become available, this event will be updated.